Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system. A patient sample when tested for accutni gave a result of 1.11 and 1.65 ng/ml. When tested two days later, the sample gave a result of 0.04 ng/ml. The result of 1.65 ng/ml was reported outside of the laboratory. Per customer, accutni results of <0.08 ng/ml were obtained from previous draws to patient sample one. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in plastic bd lithium heparin tubes and centrifuged at 3000 rpm for 10 minutes. Qc resulted within specifications prior to and after the event. System check performed on (B)(4) 2009 resulted within specifications. Service was not dispatched for this event due to the customer not believing it was needed because qc and system checks resulted within specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.